Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that a falsely depressed lactate_2 (lac_2) patient sample test result was obtained on an atellica ch 930 analyzer. Siemens evaluated the available information and found that the instructions for use (IFU) for the lactate reagent specifies a reagent 1 (r1) preparation step prior to loading the reagent onto the analyzer. The reagent preparation step was not performed by the operator. There were no issues with other assays. The cause of the event was improper r1 reagent preparation by the operator. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed lactate_2 (lac_2) patient sample test result was obtained on an atellica ch 930 analyzer using the atellica ch lactate_2 (lac_2) reagent. The initial test result was reported to the physician(s), who questioned the result. The same sample was repeated on an alternate atellica ch 930 analyzer. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.